Event description:
While repositioning the patient in bed, the ett (endotracheal tube) became displaced. The patient was turned laterally towards the vent, when the patient was laid supine assisting nurse noted that patients ett had moved. Rt (respiratory therapist) was called to the bedside and noted the patient was difficult to ventilate and there was resistance when using bag valve mask on the ett. The resident and fellow quickly arrived at the bedside and the decision was made to remove the old ett and replace with a new one. The ett was properly secured with an etad (endotracheal tube attachment device) at the time of the incident, and ett had slipped through the etad holder, when the patient was laid prone.